Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the reported condition that the locking mechanism was not functioning was confirmed. A visual and functional assessment was performed on the device which found that the modified set screw was loose; and also found that the device was running on the safety position (device was power broken). During repair it was observed that the lock cylinder and the pawls release were damaged causing the device to run on the safety position. The assignable root cause for the device being power broken was determined to be due to failure to follow the directions for use and running the device in the safe or load position, which is user error. It was determined that the issue with the loose modified set screw was consistent with wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor device locking mechanism did not function. During in-house engineering evaluation, it was determined that the device ran in safety mode position (power broken). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.